Manufacturer narrative:
Visually inspected and verified the insert has water and vibration. The insert was tested on a digital thermometer gauge # 6116. Due date: 07/31/19. The temperature is 80.1 degrees. Specification states not to exceed 118.4° f. (Per frs-9175 rev. 9). Visually inspected and verified insert meets spec.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k cavtron thinsert-fg, plenty of water comes out but the insert gets hot; no injury resulted.